Manufacturer narrative:
The report states: litigation papers allege: on (B)(6) 2009, patient was implanted with a depuy asr hip implant on his right side. In the months following his surgery, patient suffered from discomfort, swelling and pain in his hip, groin, leg, and lower back. It became increasingly painful for him to walk, move his leg, and rise from a seated position. Additionally, he experienced audible crunching and clicking sounds coming from the region of the implant. A revision surgery is currently under discussion and will be scheduled shortly. Doi: (B)(6) 2009; dor: unk (right side). **patient is a resident of (B)(6). The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege: on (B)(6), 2009, patient was implanted with a depuy asr hip implant on his right side. In the months following his surgery, patient suffered from discomfort, swelling and pain in his hip, groin, leg, and lower back. It became increasingly painful for him to walk, move his leg, and rise from a seated position. Additionally, he experienced audible crunching and clicking sounds coming from the region of the implant. A revision surgery is currently under discussion and will be scheduled shortly.

Manufacturer narrative:
Corrected: event/problem description, brand name, common device name, catalog #/lot #, explant date, PMA/510(k) #, manufacture date. Depuy still considers this investigation closed.

Event description:
Litigation papers allege: on (B)(6) 2009, patient was implanted with a depuy asr hip implant on his right side. In the months following his surgery, patient suffered from discomfort, swelling and pain in his hip, groin, leg, and lower back. It became increasingly painful for him to walk, move his leg, and rise from a seated position. Additionally, he experienced audible crunching and clicking sounds coming from the region of the implant. A revision surgery is currently under discussion and will be scheduled shortly. Update: (B)(4) 2012 - the sales rep has reported the revision surgery. Patient was revised to address pain.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.